Manufacturer narrative:
The biomedical engineer reports that the bedside monitor screen went black when they were monitoring a patient. The issue was noticed when the nurse was doing rounds as monitoring was working successfully on the cns (central monitoring system). No patient harm was reported. Customer was sent an exchange unit. The defective unit was returned for evaluation. The unit had external damage to the front case and touch screen. The nihon kohden repair center was able to duplicate the black screen on the bedside monitor. The inverter board was replaced and the issue was resolved. The front enclosure, touch screen, and touch screen packing were all replaced. All functions were tested prior to putting the repaired unit back into inventory. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reports that the bedside monitor screen went black when they were monitoring a patient. The issue was noticed when the nurse was doing rounds as monitoring was working successfully on the cns (central monitoring system). No patient harm was reported. Customer was sent an exchange unit.